Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was returned and an electrical resistance test was performed. It was found that all three motor cables had open lines. The red handle was opened and necking and damage was seen on the motor cables on the catheter side. The root cause of the pump stop was determined to be an electrical open caused by excessive force that was applied when the patient was getting out of bed and the pump was either pulled or stepped on. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 67yo male was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that while the patient was getting out of bed and the device was pulled on by either arm or stepped on, the pump stopped and was unable to be restarted. The pump was exchanged for a new impella. There was no patient harm reported.